Event description:
It was reported that an unspecified malfunction occurred. On (B)(6) 2023, the patient experienced a dexcom malfunction with the iphone app. There were no additional details reported about the exact malfunction experienced for this event. The patient experienced hospitalization due to a malfunction of the dexcom device. There was no additional information documented about the medical intervention, treatment or symptoms experienced. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue. Therefore a more specific code could not be selected.